Event description:
Per galaxy adverse event report, during a procedure to replace the patient's competitive ra lead, this rv lead was found to have unacceptably high thresholds. This lead was explanted and replaced with another linox s 65, (B)(4). Should additional information become available, this event will be updated.